Manufacturer narrative:
Currently it is unknown whether the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had compromised force sensor system alarm and drive support cap was normal. The customer's blood glucose level was unknown. The customer reported that the while filling reservoir customer can not get back to home screen and reservoir was full but insulin pump showed it was as empty. The insulin pump will be returned for analysis.

Manufacturer narrative:
Motor error alarm during the basic occlusion test due to faulty force sensor resistor .unable to confirm compromised forced sensor system alarm due to motor error alarm.